Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:deflation.

Event description:
Healthcare professional reported unknown side "leaking implant" .manufacturer of device is unknown. Device remains implanted.